Event description:
Customer reported her sensor lasting for only 6 hours. Customer also stated she got a calibration error alert followed by a change sensor alert. She also stated she got a motor error alert about a week before in addition to no delivery alarms. Customer's blood glucose was 187 mg/dl. Customer stated the no delivery alarmed during her bolus. Troubleshooting did not find any significant events leading to the alarms. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.